Event description:
Additional information received reported the explant "appeared to go smoothly." No additional information was provided.

Event description:
It was reported that the implantable neurostimulator (ins) and lead were explanted because, the ins eroded through the skin. The cause of the erosion was not fully known, but was thought to be the result of a possible infection. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# va020sv, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).